Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was evidence of moisture in the battery compartment. There was reportedly no damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: 09/25/2015 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was evidence of moisture present inside the battery compartment. The battery compartment had a crack along the side. A leak test was performed which confirms the battery compartment was leaking from this crack. The pump was opened and moisture was observed within the pump. Unrelated to the original complaint, it was noted that the display was dim and discolored when powered on.